Event description:
Subsequent to the previously filed medwatch, additional information received indicates the size of the xience prime stent in the obtuse marginal coronary artery was 2.5 in diameter. Additionally, on (B)(6) 2012, the patient had angina that was treated with metoprolol. The physician indicated the angina is unlikely related to the xience prime stent, but possibly related to the stenting procedure.

Event description:
It was reported that post procedure, after the implantation of two xience prime stents (4.0x23, 3.0x18) in the left main coronary artery, one xience prime stent (2.25x12) in the obtuse marginal coronary artery, and one xience prime stent (2.5x23) in the mid left anterior descending coronary artery, the patient had a myocardial infarction with associated chest pain lasting more than 10 minutes and new biomarker elevation. Nitroglycerin was administered. The patient was discharged from the hospital on (B)(6) 2012. The physician indicated that this event is unlikely related to the xience stent, but probably related to the stenting procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices/concomitant products: stent: xience prime 4.0x23, 3.0x18, 2.5x23; other: unfractionated heparin, abciximab, low osmomolar contrast, aspirin, prasugrel vessel closure: angioseal. There were no reported product deficiencies. The reported patient effects of myocardial infarction and angina are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).